Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had 2 sensors that broken and 1 sensor was filled with blood. Customer was trying to put the insertion device on them and was not able to push down to get it fully into the insertion device. Customer stated that this happened last month in october. Customer stated that the site was not actively bleeding. Customer stated that blood was not visible on the sensor connector. Customer was advised to monitor the site.